Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display backlight would not illuminate and the clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and a system interconnection ribbon cable was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned for evaluation.